Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating the surrounding tissue/organs. The indication for the filter placement has not been provide and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported perforation could not be confirmed, and the exact causes could not be determined. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device struts perforating surrounding tissue /organs could not be further clarified could not be confirmed or further clarified. The definition of perforation is a small hole, so piercing the ivc may give way to impacting surrounding tissue or organs. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating the surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening, injuries and damages, and required extensive medical care and treatment. As a further proximate result patient has suffered and will continue to suffer significant medical expenses, pain and suffering. And other damages.

Manufacturer narrative:
According to the information received in the patient profile form (ppf), the patient became aware of the reported events ten years and twenty-two months post implant. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc and into organs. The patient also reports headaches and chest pain. Per the information provided in the medical records, the patient has a medical history of lower extremity deep venous thrombosis. The patient was admitted with left lower extremity tender swelling. During the implant procedure, the right internal jugular vein was accessed. The filter was deployed in the infrarenal position. Post implant, the patient was admitted with diffuse pelvic vein, thrombosis, and massive left lower extremity swelling. The patient underwent angioplasty in which stenosis of the external and common iliac veins were noted. One year and four months post implant, a CT scan of the patient¿s abdomen was performed. No evidence of thrombus within the inferior vena cava or below was noted. Opacification was present in the lumen of the left iliac venous stent.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of filter strut(s) beyond the wall of the ivc with multiple struts perforating the surrounding tissue/organs. The patient reported becoming aware of perforation of the filter approximately ten years and twenty-two days post implant. The patient also reports headaches and chest pain. The patient was one-week post pregnancy termination. The indication for the filter implant was diffuse left iliofemoral and distal inferior vena cava thrombosis and anticipation of percutaneous thrombectomy. The filter was placed via the right internal jugular vein and deployed in the infrarenal position. The following day the patient underwent percutaneous thrombectomy, angioplasty and stent angioplasty of web-like sclerosis of the left common and iliac veins. Total resolution of the thrombosis was achieved. Approximately one year and three months post implant, a computed tomography (CT) scan was performed for complaints of abdominal pain, in addition to the history of pelvic venous thrombosis. Results of the scan noted that the filter is in place, a metallic woven vascular stent is present in the left common iliac vein, and no evidence for thrombus within the ivc filter or below. Those images were submitted to outside review approximately eight years and nine months after the scan was performed. The reading noted that all the struts of the ivc filter perforate the ivc up to 4mm, 2 posterior struts perforate and contact the l2 vertebral body and 2 anterior struts perforate the ivc and contact the right renal artery. No thrombus was identified. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported perforation could not be confirmed, and the exact causes could not be determined. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without the procedural films or post implant images to review the reported device struts perforating surrounding tissue /organs could not be further clarified could not be confirmed or further clarified. The definition of perforation is a small hole, so piercing the ivc may give way to impacting surrounding tissue or organs. Chest pain and headache do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information provided to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Should additional information become available, the file will be updated accordingly.